Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with steroids from (B)(6) 2016, to (B)(6) 2016, prior to explantation of the device. This report is filed march 10, 2016.

Manufacturer narrative:
This report is filed march 3, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed skin problems at the implant site. Treatment with medication (type, duration and administration not reported) was unsuccessful, resulting in the decision to explant. The device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device on the contralateral side.